Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker with a competitor's right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms. Additional information indicated that the rv lead was repositioned in several different locations and impedance was oor, another lead was tested, impedance was high but within range. The physician believed that the patient may have suffered an apical myocardial infarction. Further, the source was undetermined. The pacemaker remains in service while the rv lead was never in service. No adverse patient effects were reported.